Manufacturer narrative:
Additional information was received on nov 14, 2022, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation CPAP pro device's sound abatement foam. The reporter alleged of having cancer. No additional information can be requested at this time. The device was returned to the manufacturer service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found evidence of foam degradation. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was zero error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and there were no visible foam degradation and unit got scrapped. Section h6 updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation CPAP pro device's sound abatement foam. The reporter alleged of having cancer. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.